Manufacturer narrative:
This report is submitted on june 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. . Troubleshooting and exchange of the external components did not resolve the issue. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on (B)(6) 2017.